Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the customer tried to turn on the cardiosave intra-aortic balloon pump (iabp) to use for a procedure and it would not turn on. A secondary machine was used. There was no harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the executive processor board (0670-00-0770) had burnt electronics and needed replacement. After replacing the board, further issues were found with the power management board (0670-00-1162), which was also replaced and coiled fsa installed. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received part htc, with a reported unit failure of the unit not powering on. The fat performed a visual inspection and found the part to have a blown c4 component and burning around it. Unit also had signs of a saline spill around the ethernet port. Please see attachment. Due to saline spill on the board, it cannot be installed and investigated any further. Probable cause is a user operational context issue. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported that before use, the customer tried to turn on the cardiosave intra-aortic balloon pump (iabp) to use for a procedure and it would not turn on. A secondary machine was used. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,h6(clinical & impact).